Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported needle mechanism issue (fail to retracted) or to determine if it could have contributed to the reported hyperglycemia, or to determine the root cause. No release records were reviewed, as the product number was not provided. The omnipod¿s user guide warns to "check the infusion site after insertion to ensure that the cannula was properly inserted. The pdm will automatically remind you to check your blood glucose 1.5 hours after each pod change. If the cannula is not properly inserted, hyperglycemia may result," and "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results above 250 mg/dl, follow the treatment advice of your healthcare provider."

Event description:
The customer's mother reported her blood glucose (bg) reached 260mg/dl after wearing the pod longer than 48 hours. The pod was deactivated and the patient indicated when the pod was removed the needle was popping out. The mother stated she was not sure whether the needle popped out on removing the pod or was it popping out all of the time. Patient was treated with alcohol swabs.